Manufacturer narrative:
Ocd performed retained testing, batch record review, and a complaint by lot review. All results were satisfactory. (B)(4).

Event description:
Customer reported that a patient with a previous history of anti-e failed to react with vs637. However, anti-e was identified using vra182 and confirmed with vrb180 (weak ¿ 1+). Customer increased incubation to 25 minutes ¿ no reactivity observed. However, the customer did confirm the reactivity of the e antigen on the reagent red cells.